Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿patient receiving blood transfusion and noted that blood was dripping out of the infusion tubing. Leak was noted at the "y" site at the top of the filter drip chamber. The blood transfusion was stopped, the tubing was changed and the patient was able to receive the remainder of the transfusion". There was no harm. An incomplete date of event of (B)(6) 2019 was provided.